Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - not available. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI - not required for product code/lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The two actual devices were returned to the manufacturing facility for evaluation. Visual inspection confirmed one sample had the safety cover was slid down and was located closely to the needle hub. The second sample had the safety cover properly shielded at the tip of the inner needle. The retention sample catheter hub was prepared, and was placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. Inner needle pulling resistance test was performed repeatedly ten times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. Moreover, the cover was later examined under microscopic observation and finding no irregularities to attribute detachment of any parts, deformation or malfunction of the product was observed. The manufacture inspection record was traced back five years, in which duration is equivalent to expiration of the product, and reviewed. As a result, no similar event was noted in the record. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention" terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device after a procedure. Follow up communication with the user facility reported the following information: the catheter placement into the vein was not successful, and the safety-cover was properly activated as intended while the device was being removed. The device was exchanged for a new device and a second attempt was then performed. When inner-needle was removed from the patient, after successful catheter placement, the safety-cover did not shield the needle tip. As consequence, the nurse incurred a needle stick. The nurse who incurred the needle stick was administered a drug and was reported to be fine. There were no other devices or equipment being used with the reported product.